Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event could not be confirmed in the laboratory. Bench and ate tests performed and the device was found to be normal. No issues were encountered during programming of the device and no programmer error message was observed.